Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic after experiencing palpitations over the weekend. Upon interrogation, the pulse generator exhibited multiple auto mode switch episodes and noise reversion episodes. On (B)(6) 2016 the patient had undergone an MRI and could have contributed to the reported symptoms. The patient was in stable condition during the visit and would continue to be monitored.